Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation and additive abnormality was not observed (erroneous results cannot be evaluated by photos). Additionally, 100 retention samples from bd inventory were visually inspected with no issues identified (no additive or gel defects were noted). Certain assays, in this case hiv testing, are excluded from bd clinical protocols. Therefore, we are at the present time, unable to perform internal testing for infectious diseases. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation, additive abnormality, and erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample, discolored/abnormal additive form and erroneous results. The abnormal additive issues affected 6000 tubes. The following information was provided by the initial reporter. The customer stated: the sst tubes have presented issues. After the clot retracts, the sample is centrifuged in 3500 rpm for 10 minutes, and then it's observed that the tube wall remains with rests of gel (poor barrier separation issue), which may cause erroneous results in some assays, just like hiv test to present values which the low eql reading causes the tests to be reactive. This was the case that happened on april 4 with a patient which readings from sst tube were: > 1st: 2.26 eql > 2nd: 2.20 eql > fast test: not reactive once the issue was noted, the edta tube plasma was sent to another lab to process hiv test, which obtained as results a reading lower than ours. The edta plasma reading was 0.503 (false positive for hiv assay issue) in some opportunities we need to centrifugate the samples more than twice, due to the remaining rest of gel. And it has also been causing a delay in our processes.

Event description:
It was reported, when using the bd vacutainer® sst¿ ii advance plus blood collection tube. There was poor barrier separation of the sample, discolored/abnormal additive form and erroneous results. The abnormal additive issues affected 6000 tubes. The following information was provided by the initial reporter: the customer stated, the sst tubes have presented issues after the clot retracts. The sample is centrifuged in 3500 rpm for 10 minutes. And then it's observed, that the tube wall remains with rests of gel (poor barrier separation issue), which may cause erroneous results in some assays. Just like hiv test to present values, which the low eql reading causes the tests to be reactive. This was the case that happened on april 4 with a patient, which readings from sst tube were: 1st: 2.26 eql. 2nd: 2.20 eql. Fast test: not reactive. Once the issue was noted, the edta tube plasma was sent to another lab to process hiv test. Which obtained as results a reading lower than ours. The edta plasma reading was 0.503 (false positive for hiv assay issue). In some opportunities, we need to centrifugate the samples more than twice, due to the remaining rest of gel. And it has also been causing a delay in our processes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.